Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). In patient code, added solid tumour. Cn-618516.

Event description:
A customer from (B)(6) alleged 3 samples generated discrepant results for ex20ins when tested with the cobas egfr mutation test v2, when compared to retest results. Patient samples 1 and 2 generated a mutation detected result for l858r and ex20ins in the initial rest with tissue samples. First retest using plasma samples generated l858r mutation detected, ex20ins mutation not detected results. A second retest was done using tissue samples, patient 1 generated a l858r mutation detected, ex20ins mutation not detected result in the second retest using tissue samples. Patient 2 generated a mutation detected result for l858r and ex20ins. Patient sample 3 generated a mutation detected result for ex19del and ex20ins in the initial rest with a tissue sample. Retest generated only a mutation detected result for ex19del. All results were reported to clinicians. No harm was alleged. An investigation is ongoing. Three (3 different reagent lots were used for the 3 patient samples alleged in this case; 3 mdrs will be filed.

Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be filed upon completion of the investigation. (B)(6). (B)(4)